Manufacturer narrative:
(B)(4). Added additional information device a was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade device b was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed the device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.

Event description:
It was reported that during a thyroidectomy procedure, two instruments malfunctioned. The blade of the first device broke after very few minutes of activation. The second device caused the carbonization of tissue. The case was carried out and finished without using harmonic, i.e. Converting surgery from a mini-invasive "migot" technique to a traditional technique. Antibiotic therapy was administered to the patient. There were no patient consequences.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: what is the difference between a migot technique and a traditional technique. The correct name of the technique is mivat (minimally invasive video assisted thyroidectomy). Only one access is created in the middle area of the neck (instead of the usual kocher incision). Endoscopic instruments are positioned in the thyroid lodge. Usually the cs14c is used because it is long and thin. As a thyroidectomy is an open procedure, was there a true convert to open it wasn't a true conversion but a change in technique, from a minimally invasive to a traditional one. They had to enlarge the incision. What was the purpose of the antibiotic therapy? To avoid infection following tissue necrosis. Was the antibiotic therapy administered to the patient in connection with the blade breakage or carbonization of tissue? In connection with the carbonization of tissue. Please clarify the carbonization of tissue. Does this mean that the tissue was burned? Yes. Which generator system was being used if gen04, what error codes were displayed? Instrument error. When the technique was changed from the mivat to the traditional technique, what was the reason for the change in technique? Patient's anatomy. Physician preference patient was not a good candidate for mivat the technique had to be changed because the instruments required for a minimally invasive surgery (cs14c) stopped working and therefore were not available any more. The procedure was completed using other non-minimally invasive instruments. Additional information requested: how was the procedure completed since harmonic was not used? Does the physician routinely administer antibiotic therapy to patients having a thyroidectomy? Did the patient have: thyroid nodules less than 30 mm on their largest diameter; thyroid gland volume less than 20 ml, as estimated by ultrasound; no history of thyroiditis; no previous neck surgery or irradiation.